Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the reported type 3a endoleak with component separation. Additionally there was evidence to reasonably support the following observations; a small type ib endoleak of the right iliac limb, stenosis of the proximal right iliac limb, occlusion/thrombosis of the left iliac limb with collapse of the proximal limb, and reconstitution of the common iliac artery at the inferior stent margin of the limb. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; patient anatomy and the placement of the left iliac limb. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices have not been returned for additional investigation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event. To date there have been no additional adverse events reported for this patient.

Event description:
CT: (B)(6) 2016.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2012. During patient follow up the physician identified a type 3a endoleak with aneurysm sac growth. Due to difficult patient anatomy the physician is unable to implant additional devices to resolve the leak. The physician is planning to explant the devices. The patient has not been scheduled for a secondary intervention at this time. The patient is asymptomatic and in stable condition.